Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose. The customer¿s blood glucose was 52 mg/dl however sensor glucose was 129 mg/dl. Customer states that two days ago it said low predictive. Customer states that it went all the way down to 68 mg/dl and she was eating like crazy to bring up, customer treated with carbs. Customer then checked blood glucose and it was actually 232 mg/dl. Customer states that she has been having this issue for at least a month the pump will not be returned for analysis.